Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Yellow particles on the surface of the shell. Wear abrasion observed. Crease fold observed.

Event description:
Patient reported capsular contracture after physician confirmed capsular contracture baker grade iii devices was explanted and replaced for other company. This is for the right side. The device has been explanted.

Event description:
Patient reported left capsular contracture baker grade unknown. Physician reported ¿capsular contracture, grade 3¿.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ yellow particles on the surface of the shell. ¿ wear abrasion observed. ¿ crease fold observed. No further actions are required as the device was implanted. Clarification to reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left capsular contracture baker grade iii. The device has been explanted and replaced.